Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he was allergic to nickel and he was having a reaction to the therapy electrode pads. He reported that after discussing with his doctor they had decided to end use of the device. The final medical outcome of the skin irritation is unknown. No allegation of a device malfunction.